Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication via an implantable infusion pump. It was reported that motor stall was seen at initial interrogation. The patient has not had an magnetic resonance imaging recently. The pump status and/or event log reported motor stall occurred. No patient symptom was reported. The motor stall was recurring since (B)(6) 2018 and was still stalled. It was later reported that the hcp could not get the pump programmed to min rate mode or to complete telemetry so the hcp wanted to program the pump to off state. The pump would be replaced at some point of time. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The indication of the pump was multiple sclerosis and intractable spasticity. It was reported that the pump was successfully programed to minimum rate and the cause was not determined. No further complication was reported.